Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)), one controller ((B)(6)), and two batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed consistent increases in power consumption with parameters above normal operating range since 22-jan-2022. Review of alarm log file did not reveal any alarms within analyzed period. Review of the data log file revealed that the batteries discharged as expected when in use. Log file analysis also revealed two controller power up events with associated pump start events on 23-jan-2022 at 23:27:18 and on 04-feb-2022 at 17:10:34. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two with 27% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two . The data point prior to the second loss of power revealed that (B)(6) was connected to power port one with 26% rsoc and (B)(6) was connected to power port two with 22% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port one and (B)(6) was connected to power port two. The controller was without power for 16 seconds and 12 seconds, respectively. No anomalies were noted leading up to the losses of power. Loss of power will result in a continuous audible alarm, therefore, it is likely the loss of power is related to the reported high priority alarm. As a result, the reported high power, losses of power, and high priority alarm events were confirmed. However, the reported batteries no power and power consumption issue events could not be confirmed. Based on the limited information available, the device may have caused or contributed to the reported high power event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, an inappropriate pump rotational speed, and/or patient related factors. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes involving batteries not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect; possible root causes involving batteries that rapidly discharge can be attributed, but not limited to soldering or welding defects. A possible root cause of the losses of power can be attributed to a faulty battery connected as the only power source, a disconnection of both power sources. And/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 d4: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one of the batteries remained in use.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the investigation summary. (B)(6). H6 evaluation method codes were also updated. Revised product event summary: the pump (B)(6), one (1) controller (B)(6), and two (2) batteries (B)(6) were not returned for evaluation. Review of (B)(6) 's manufacturing documentation confirmed that the associated batteries met all requirements for release. Log file analysis revealed consistent increases in power consumption with parameters above normal operating range since 22/jan/2022. Review of alarm log file did not reveal any alarms within analyzed period. Review of the data log file revealed that (B)(6) discharged as expected when in use. Log file analysis also revealed two (2) controller power up events with associated pump start events on 23/jan/2022 at 23:27:18 and on 04/feb/2022 at 17:10:34. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 27% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 26% rsoc and (B)(6) was connected to power port two (2) with 22% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 16 seconds and 12 seconds, respecti vely. No anomalies were noted leading up to the losses of power. Loss of power will result in a continuous audible alarm, therefore, it is likely the loss of power is related to the reported high priority alarm. As a result, the reported high power, losses of power, and high priority alarm events were confirmed. However, the reported batteries no power and power consumption issue events could not be confirmed. Based on the limited information available, the device may have caused or contributed to the reported high power event. Based on risk documentation, multiple factors may have contributed to the reported high power event including but not limited to external factors such as thrombus formation/ingestion, an inappropriate pump rotational speed, and/or patient related factors. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes involving batteries not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect; possible root causes involving batteries that rapidly discharge can be attributed, but not limited to soldering or welding defects. A possible root cause of the losses of power can be attributed to a faulty battery connected as the only power source, a disconnection of both power sources. And/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial #: (B)(6) h6: FDA method code(s): b14 d4: serial #: (B)(6) h6: FDA method code(s): b14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two fully charged batteries were connected to the controller and power was not provided. The display on both batteries showed no power and full depletion, and a high priority alarm related to the critical battery levels occurred. Review of logfiles showed a loss of power to the controller and ventricular assist device (vad) power consumption above normal. The batteries were removed from service, and the vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: (B)(6). Model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial #: (B)(4). UDI #:(B)(4). Device available for evaluation: no. No, device evaluation anticipated, but not yet begun. Mfg date: 30-nov-2018. Labeled for single use: no. Patient ime code(s): (B)(4). FDA device code(s): (B)(4). Brand name: (B)(6). Model #: 1650 / catalog #: 1650/ expiration date: 30-nov-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. No, device evaluation anticipated, but not yet begun. Mfg date: 04-nov-2017. Labeled for single use: no. Patient ime code(s): (B)(4). FDA device code(s): (B)(4). Brand name: (B)(6). Model #: 1650 / catalog #: 1650/ expiration date: 30-apr-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. No, device evaluation anticipated, but not yet begun. Mfg date: 10-apr-2018. Labeled for single use: no. Patient ime code(s): (B)(4). FDA device code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.